Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. Additional pt and event information has been requested. Should additional information becomes available, a follow-up report will be submitted. Note: the malfunction occurred on a total of (4) four separate devices, therefore an additional (3) three separate 3500a forms have been submitted.

Event description:
The nurse reported the irrigation port on the flexi-seal fms was "out of order." The flexi-seal fms device was being used on a pt in the neurological intensive care unit and was reported to have been in place three to four days when the issue occurred. The nurse reported the flexi-seal fms device was removed and replaced with a functioning flexi-seal fms device. The date the device was removed was not reported. The nurse reported the pt's skin showed "reddening and lesion" and "slight bleeding due to skin reaction to fleece." Ointment was prescribed for this condition.